Event description:
It was reported via clinical study that the patient underwent an initial total shoulder arthroplasty. Following the surgery, the patient experienced sensorimotor deficiencies including numbness and loss of motor function in elbow, hand, wrist. Surgeon recommended occupational therapy, a compression sleeve, and a wrist brace. The device remains implanted, and the outcome is considered continuing. No further information is available.

Manufacturer narrative:
D10: 300-30-08 - equinoxe preserve stem 8mm: (B)(6), 322-40-00 - 145-deg pe 40mm hum liner +0: (B)(6), 322-10-00 - humeral adapter tray, +0: (B)(6), 320-31-40 - glenosphere, 40mm: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-35-01 - small glenoid plate: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.